Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). Name and address for importer site: cook medical incorporated (cmi), 400 daniels way, bloomington, in 47404, registration no.: 3005580113. Summary of investigational findings: investigation is based on event description only. It was reported that strong resistance was encountered when flushing the device and again, when deploying the stent by pulling the sheath. The stent graft was placed distal to the target site resulting in proximal type 1 endoleak and an additional stent graft was placed in the position where the first stentgraft was originally planned to be implanted and the endoleak disappeared. No product was returned to assist the investigation and without the actual complaint device it would be inappropriate to speculate at what may or may not have caused the difficulties, when flushing the device and again when deploying the stent. However, it is noted that the patient's anatomy was suitable for the procedure, but the physician placed a zta device for the first time and found it "difficult to adjust the power to deploy the stentgraft." There is no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that it did not perform as intended. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113 g5) similar to device under 510(k) p140016. Investigation is still in progress.

Event description:
Description of event according to initial reporter: a (B)(6) male patient with (B)(6) underwent tevar. The patient¿s anatomy was suitable for the procedure. Left femoral artery approach was selected. When the physician performed an air removal/flushing of the delivery system of the complaint zta-p-36-209-w1, strong resistance was encountered. Although the flushing could be performed eventually, it took him long time to remove the air. Then, the delivery system was advanced to the target site and deployment was begun. However, stiff resistance was felt then and thus, long time was needed to deploy the stentgraft. In addition, since force was required to deploy the stentgraft due to the resistance, the stentgraft was deployed in the position considerably distal to the target site, resulting in proximal type 1 endoleak. Against the leak, an additional stentgraft (zta-p-36-209-w1, lot#e3732445) was placed in the position where the first stentgraft was originally planned to be implanted. Thanks to the second stentgraft, the endoleak disappeared and the procedure was completed successfully. Patient outcome: no adverse effects to the patient.